Event description:
It was reported that during a lap cholecystectomy procedure, the device had a j form clip on the first firing. They used a second like device to complete the case and it worked fine. No patient consequence reported.